Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a dislocation. Dislocated on exam and on x-ray. As a result, approximately 1 year after initial replacement, a right shoulder revision is needed but surgery date to be determined. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
The cause of the patient's shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected. H6: corrected health effect and investigation clinical codes.